Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 545 mg/dl and after changing the system the blood glucose was 511 mg/dl. The customer also reported other blood glucose values such as 558 mg/dl. The customer treated for high blood glucose with manual injection. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was assisted with troubleshooting. The customer did not want to troubleshoot further for high blood glucose level. Cannula was bent of the infusion set. The insulin pump will not be returned for analysis.